Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received battery alarms. The customer reported that they received battery out limit alarm during normal use. The customer also reported that they received bad battery alarm as well. The customer mentioned that the display would turn black then would come back on. The customer's blood glucose was 61 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with carbohydrate intake. The customer was advised to clear the battery out limit alarm with esc and act button. The customer was assisted with reprogramming time and date and fixed prime. The customer declined to troubleshoot for troubleshoot for bad battery alarm. The insulin pump will not be returned for analysis.